Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent an unknown procedure on unknown date and the suture was used. During the surgery, the suture was fraying while suturing, unknown layer of tissue, unknown loop. Another like suture was used to complete the procedure. There were no patient consequences reported.